Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported that the autopulse li-ion battery (serial #(B)(4)) showed fully charged but it did not power up the autopulse platform. The autopulse platform does power on with other known good ap batteries. No patient involvement.